Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt, check therapy pad messages) has been confirmed. Upon investigation the white (drvn_gnd) and black (main batt) wires were open in the trunk cable. The cause of the service code was the open wires. The trunk cable showed signs of physical abuse. The root cause for the open wires was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was causing "adjust belt" and "check therapy pad" messages.